Event description:
The user facilities engineer reported that the impella automated impella controller (aic) had a battery failure and was removed from service. There was no reported patient involvement.

Manufacturer narrative:
The impella device was received from the customer and an investigation regarding the returned device has been completed. Console logs were consistent with what was reported in the complaint description. An instance of battery failure (transport connection blown/missing) alarm was observed in the logs on the reported complaint date. The console was tested and the reported battery failure was confirmed and able to be reproduced on an engineering lab bench. During inspection of the batteries on the automated impella controller, it was observed that the liquid-crystal display indicator on battery 1 exhibited a pattern that corresponds to cell imbalance. Troubleshooting was performed by swapping battery 1 with a known good battery which resolved the issue. The reported battery failure was isolated to battery 1. The reported battery failure issue was determined to be caused by cell imbalance in battery 1 due to a defective battery.